Event description:
The "blue light" was on and the user instructions stated "if the blue light is on, do not use this device".what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.